Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized for low blood glucose (bg) levels. The cause was not known. The hospital's director of nutrition/diabetes reviewed the pump's history and saw that the pump's settings had been changed on (B)(6) 2017. The maximum bolus rate had been lowered and the history showed maximum bolus alerts. It was thought that the customer was "playing with the pump" when the changes were made. The customer denied making any changes. The customer was reverted to using insulin injections for insulin therapy that are only to be injected by the customer's grandmother.